Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) noted that the customer confirmed the issue had already been resolved by cleaning the biometric identifier and rebooting the system but requested further investigation. The tss connected to the station, reviewed the station logs, and identified that an account was locked. The tss received confirmation from the customer to proceed with case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurse experienced multiple authentication failures while logging into the pmn_pacu2 device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.